Manufacturer narrative:
Additional information: catalog#: 72402106, 72402287. (B)(4). Balloon was functional. Cuff performed within specifications. Pump performed within specifications. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) male with congenital abnormality and anal atresia was previously implanted with an acticon device on (B)(6) 2008. On (B)(6) 2009, the entire device was removed and replaced due to unclasping of device, causing fecal incontinence.